Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder would not cauterize during harvesting. They switched the cord but the device still would not activate. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).